Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The reagent information was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable total psa elecsys e2g results for 1 patient sample on a cobas e 402 analytical unit. The initial result was 0.0140 ng/ml with flag. The initial result was not reported outside of the laboratory. The customer noticed an additional pipetting time 30 seconds after the initial test of the same sample with a result of 4.4 ng/ml. The customer had not requested a repeat of the sample and auto-repeats for the assay were not configured.